Manufacturer narrative:
The investigational analysis completed 5/14/2020. The device was visually inspected, and the pebax appeared to be foggy. During a second visual inspection, a hole was found on the pebax sleeve with saline solution inside. Internal parts were exposed. No other damages were found. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal actions were found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedure. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported that the body surface echocardiogram (ECG) signal was lost when connecting the ablation catheter. Signal interference (noise) was observed on the ECG, body surface, intracardiac channel. The noise was observed on both the carto 3 system and the recording system. The cable was changed, but the issue persisted. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed noise issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found a hole in the pebax. The observed hole has been assessed as an MDR reportable malfunction. The awareness date has been reset to 5/4/2020.